Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a female consumer of unspecified age in (B)(6) on (B)(6) 2015. She had essure (fallopian tube occlusion insert) inserted in 2012. It was reported that physician did an ablation at the same time during essure insertion and ever since she had troubles. According to the consumer, doctor did the ablation because of hsg test. In (B)(6) 2013, she had a hysterectomy. She stated that before that, one of the coils fell out and perforated her uterus. They were not able to find the coil on x-ray and so they do not know where it was. This happened some time in 2012. The reason why physicians knew that this had happened was because they went in to remove her fallopian tubes. Follow up information received on 19-jun-2015: acknowledgement received from the (B)(6) health authority; the reference number provided was (B)(4). Follow-up received on 24-jun-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and one of the coils fell out and perforated her uterus. She was submitted to a hysterectomy. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. Uterine perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, consumer stated one of essure coils perforated her uterus and was not found on x-ray; according to her physicians discovered this when they were doing a salpingectomy. Additionally she underwent a hysterectomy months after essure insertion. Although the exact mechanism of the event is unknown, considering its nature causality with essure cannot be excluded. Since an intervention was required, this case was considered an incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information is being sought.

Manufacturer narrative:
Follow-up from 21-jul-2015: despite several attempts for follow-up, no response received, case closed. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 21-jul-2015 for the following meddra preferred term: uterine perforation. The analysis in the global safety database revealed (B)(4). Cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and one of the coils fell out and perforated her uterus. She was submitted to a hysterectomy. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. Uterine perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, consumer stated one of essure coils perforated her uterus and was not found on x-ray; according to her physicians discovered this when they were doing a salpingectomy. Additionally she underwent a hysterectomy months after essure insertion. Although the exact mechanism of the event is unknown, considering its nature causality with essure cannot be excluded. Since an intervention was required, this case was considered an incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.